Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1554. It was reported the pt is not receiving effective stimulation. The pt stopped using and charging her scs system over a year ago due to ineffective stimulation. The pt's son reported the pt was reprogrammed multiple times but effective stimulation was not achieved.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.